Event description:
It was reported that during a gynecological procedure, the customer was having difficulty attaching the disposable handpiece to the motor drive unit, and when they tried to push it in a little harder, the cpc connector broke off. The unit then dropped to the floor. The procedure was completed with a different device with no pt consequences.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The broken plastic cpc connector was verified, and a loose part from the cpc connector is rattling around inside of the unit. Possible customer abuse found at visual inspection due to the broken cpc connector. A stress fracture of the plastic cpc nut caused the whole cpc connector assembly to detach from unit.